Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to sui, cystocele, urethrocele, uterine prolapsed and paravaginal defect and meshes were implanted. On (B)(6) 2010 patient went through cautery of arterial bleeder and reclosure of vaginal mucosa due to vaginal laceration. On (B)(6) 2010 & (B)(6) 2013 the patient went through removal of exposed sling with urinary retention and pelvic pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.